Event description:
A physician was attempting to inject a pt with collagen when the substance extruded through a crack in the syringe barrel and splattered on the pt's face. No injury was sustained by the pt. The procedure was completed with a backup device without further incident.